Event description:
It was reported that the right ventricular lead had a rising threshold and lead impedance issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidation (mio). In addition, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), all insulators had cosmetic metal ion oxidation (mio), the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.